Event description:
The event is reported as: the customer alleges that the cuff on the endotracheal tube was adhered to the inner tube and would not inflate. The device was pre-tested (out of box) when alleged defect was discovered. No patient injury reported. Used for veterinary/animal health application.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.